Event description:
Procedure type: bowel resection. According to the reporter: the orvil anvil was attached to the stapler and the device was applied. Upon removal of the stapler, the orvil anvil remained in the patient. With inspection the anvil had pushed off, and a new stapler was opened. Due to a puncture to the bowel, about three to four centimeters of tissue was resected and the new stapler was applied. Surgery time was extended about twenty minutes. No bleeding was reported. The patient is in well current condition.